Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Due to the issue being resolved after untangling and inserting the camera head into the cv-170, the device referenced in this report was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the camera head presented no image when connected to the video system center. Color bars were present. Initially, the incorrect video input was selected. No patient harm reported. This complaint is related to patient (B)(6).

Manufacturer narrative:
In speaking with olympus technical assistance, the reporter could not reproduce the issue. The reporter stated after untangling and inserting the camera head into the cv-170 video system center, the video was present. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.